Event description:
It was reported that when using the bd pyxis¿ es refrigerator temperature was out of range. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was not opening and had temperature warning. A field service engineer (fse) found the helmer unit displaying a compressor high temperature warning, opened the front panel to inspect the coils and identified that the air filter was clogged with dust, removed all accumulated dust and power cycled both the refrigerator and the station. After corrective actions, no further issues were observed. The customer tested the unit and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.